Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual". In the report was mentioned that the lot number of the product thermacare heatwrap is r83307 and its expiry date is 30sep2019.

Event description:
Event verbatim [preferred term] heatwrap burned her back after wearing for eight hours [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer via medical information team. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (roax lower back and hip heatwrap) (lot no. R83307 and expiry date: 30sep2019) via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. Consumer stated heatwrap burned her back after wearing for eight hours. Consumer stated she applied neosporin after being burned. Event outcome was unknown. Product quality investigation results included: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual". In the report was mentioned that the lot number of the product thermacare heatwrap is r83307 and its expiry date is 30sep2019. Additional information has been requested and will be provided as it becomes available. Follow-up (30jun2017): new information received from product quality complaint group includes: product quality investigation results., comment: based on the information provided, the event of "heatwrap burned her back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Heatwrap burned her back after wearing for eight hours [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer via medical information team. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (roax lower back and hip heatwrap) (lot no. R83307 and expiry date: 30sep2019) via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. Consumer stated heatwrap burned her back after wearing for eight hours. Consumer stated she applied neosporin after being burned. Event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "heatwrap burned her back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "heatwrap burned her back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.